Event description:
The customer's mother reported via phone call that there was a presence of many air bubbles when the customer attempted to prime the infusion set. The caller also reported that the reservoir seemed a little tilted. She stated that the reservoir icon did not show full after a set change. The customer's blood glucose was 195 mg/dl. The customer's mother stated that the size of the air bubbles was about the size of a pencil dot. She noted that the reservoir had not been rewound in place. She stated that the insulin had not been stored at room temperature and was advised that insulin should be kept at room temperature, as cold insulin could cause air bubbles. The caller was advised to change the infusion set and monitor the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.